Event description:
A user facility biomedical technician reported to fresenius customer service that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the user facility¿s clinical coordinator (cc). The blood leak occurred at the beginning of treatment. The blood leak was reported to be visually observed in the dialysate. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. No damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reported to be 150 ml. The cc confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to fresenius customer service that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the user facility¿s clinical coordinator (cc). The blood leak occurred at the beginning of treatment. The blood leak was reported to be visually observed in the dialysate. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. No damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reported to be 150 ml. The cc confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The dialyzer was reported to be available for a manufacturer evaluation.